Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient's drg lead had migrated from the l1 level location out of the foramen. Lead was removed and replaced. Patient has effective stimulation, post-operatively.